Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/27/2021 h.6. Investigation: customer returned (3) open 29gx12.7mm bd pen needles from lot# 0196716. The consumer reported finding pen needles from this box that were clogged during flow check. All 3 returned pen needles were examined, then tested for flow using a test pen injector. All 3 pen needles were able to expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10

Event description:
It was reported that 1 pen ndl 29ga 12.7mm needle was unable to prime. The following information was provided by the initial reporter : the consumer reported finding pen needles from this box that were clogged during flow check. Date of event : unknown samples status : awaiting sample

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 pen ndl 29ga 12.7mm needle was unable to prime. The following information was provided by the initial reporter: the consumer reported finding pen needles from this box that were clogged during flow check. Date of event: unknown. Samples status: awaiting sample.